Manufacturer narrative:
Getinge became aware of an issue with satelite device. The brake screw detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. The repair was performed and the device was returned to usage. During the investigation, it was concluded that the device involved did not meet the manufacturer¿s specification and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Per the investigation of the subject matter experts at the manufacturing site, the most probable root cause was established as installation error. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with satelite device. The brake screw detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.